Event description:
It was reported that a preloaded intraocular lens (iol) was stuck in the cartridge causing damage to the haptic. A different model lens (za9003) was implanted as the replacement iol. No patient injury was reported.

Manufacturer narrative:
Implant/explant date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: the initial report 3012236936-2022-02117 should have included the following information. This current report captures this correction: section a2. Age: 71 years. Section a2. Date of birth: (B)(6) 1951. Section a3. Gender: female. Section a5. Race: brown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on (B)(6) 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the suspect handpiece found the handpiece was received partially advanced and ovd residue was present. Stress marks at the cartridge tip were observed as well, consistent with used product. Visual inspection of the lens found the lens was received with one piece of lens detached and stuck to the surface. A scratch could be observed on one haptic. No further issues were identified and no further evaluation was performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.